Event description:
Pt reported obtaining back-to-back blood glucose results of 209 mg/dl and 320 mg/dl, while using the suspect device. Pt indicated that he was not feeling well (dizzy, agitated, and sweaty) and sought treatment in the emergency room. Pt indicated that less than 10 minutes after obtaining result of 320 mg/dl, his blood glucose measured 115 mg/dl on a hospital device. Pt was reportedly treated with intravenous fluids (contents not provided) and released from the emergency room 2 hours later. While on the line with technical support, pt performed quality control testing on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.